Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va04kkk, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was not getting symptom relief . It was unknown what led to the event. Reprogramming was performed. Unknown interventions/actions that were taken to resolve the issue. The issue was resolved at the time of this report. It was reported that surgical intervention occurred on (B)(6) 2015. The lead and stimulator was explanted. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information has been requested for explant but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.